Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7082200.

Event description:
It was reported that the patient was experiencing rib stimulation due to lead migration. The patient underwent a revision procedure wherein the leads were relocated. The patient was doing well post operatively. Nothing was explanted.